Event description:
It was reportred that (1) device was used during a laparoscopic cholecystectomy. It was reported by the affiliate that the 355ld lock of the blade (safety shield), would not work well. Another instrument was used to complete the case. There was no consequence to the pt.